Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one premium surgiclip* large - (13.0" shaft size) titanium stapler. The instrument was received partially applied with four remaining clips. Visual inspection of the instrument revealed no abnormalities. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the misaligned carrier condition was determined to be a result of a manufacturing activity that has been previously addressed. Based on the evidence available the reported condition was confirmed. The file will be closed as assembly error. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open liver resection procedure, there were problems loading or firing of the device. They then used another device to resolve the issue in order to complete the case. There was no patient injury.